Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation and uterus/ migration /migration of essure device location of device: right one is in uterine wall'), device dislocation ('left one is unknown/ coils had migrated.'), genital haemorrhage ('general abnormal bleeding') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2014, the patient experienced back pain ("back pain"), migraine ("migraines / headaches") and polycystic ovaries ("ovarian cysts"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("metorhagia (bleeding b/w periods),"), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergy"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea") and seizure (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the uterine perforation, device dislocation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, genital haemorrhage, hypersensitivity, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, seizure, weight increased, vaginal haemorrhage, migraine and polycystic ovaries outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, polycystic ovaries, psychological trauma, seizure, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),general abnormal bleeding, allergy, psych injury, perforation: uterus/migration, bladder problems. Urinary problems. Urinary tract infection, fatigue, gastrointestinal conditions, hair loss, dental problems. Hormonal changes, headaches, nausea, seizures, weight gain discrepancy noted for date(s) of insertion: may2013 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: result- total bilateral occlusion. Imaging procedure - on (B)(6) 2013: essure confirmation test (unspecified). Result - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received. New reporter's was added. Patient's demographics was added. Added event abnormal bleeding (vaginal),migraines / headaches,ovarian cysts. Migration of essure (left one is unknown). Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation and uterus/ migration /migration of essure device location of device: right one is in uterine wall'), device expulsion ('left one is unknown/ coils had migrated/essure devices were found to have migrated into the uterus') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, parakeratosis and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2014, the patient experienced back pain ("back pain"), migraine ("migraines / headaches") and polycystic ovaries ("ovarian cysts"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding),"), intermenstrual bleeding ("metorhagia (bleeding b/w periods),"), genital haemorrhage ("general abnormal bleeding"), hypersensitivity ("allergy"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea") and seizure (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, device expulsion, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding, genital haemorrhage, hypersensitivity, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, seizure, weight increased, vaginal haemorrhage, migraine and polycystic ovaries outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, intermenstrual bleeding, migraine, nausea, pelvic pain, polycystic ovaries, psychological trauma, seizure, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),general abnormal bleeding, allergy, psych injury, perforation: uterus/migration, bladder problems. Urinary problems. Urinary tract infection, fatigue, gastrointestinal conditions, hair loss, dental problems. Hormonal changes, headaches, nausea, seizures, weight gain discrepancy noted for date(s) of insertion: (B)(6) 2013. Discrepancy noted in removal details : (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: spot images demonstrate no filling defects in the endometrial cavity. Essure coils are identified in the adnexae. No spillage is identified in the pelvis.; in (B)(6) 2013: result- total bilateral occlusion. Imaging procedure - on (B)(6) 2013: essure confirmation test (unspecified). Result - bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2021: mr received. Reporter information , other relevant history , lab data , auto-narrative supplement added and rcc was updated. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation and uterus/ migration /migration of essure device location of device: right one is in uterine wall'), device dislocation ('left one is unknown/ coils had migrated.') And seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2014, the patient experienced back pain ("back pain"), migraine ("migraines / headaches") and polycystic ovaries ("ovarian cysts"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("metralgia (bleeding b/w periods),"), genital haemorrhage ("general abnormal bleeding"), hypersensitivity ("allergy"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea") and seizure (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, device dislocation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, genital haemorrhage, hypersensitivity, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, seizure, weight increased, vaginal haemorrhage, migraine and polycystic ovaries outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, polycystic ovaries, psychological trauma, seizure, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic/ abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),general abnormal bleeding, allergy, psych injury, perforation: uterus/migration, bladder problems. Urinary problems. Urinary tract infection, fatigue, gastrointestinal conditions, hair loss, dental problems. Hormonal changes, headaches, nausea, seizures, weight gain. Discrepancy noted for date(s) of insertion: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: result- total bilateral occlusion. Imaging procedure - on (B)(6) 2013: essure confirmation test (unspecified). Result - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2020: quality safety evaluation of ptc. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation and uterus/ migration'), genital haemorrhage ('general abnormal bleeding') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("menorrhagia (bleeding b/w periods),"), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergy"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea") and seizure (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the uterine perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, genital haemorrhage, hypersensitivity, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, seizure and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, seizure, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),general abnormal bleeding, allergy, psych injury, perforation: uterus/migration, bladder problems. Urinary problems. Urinary tract infection, fatigue, gastrointestinal conditions, hair loss, dental problems. Hormonal changes, headaches, nausea, seizures, weight gain diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test (unspecified). Result - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporters information updated. Event: injury were updated dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),general abnormal bleeding, allergy, psych injury, perforation: uterus/migration, bladder problems. Urinary problems. Urinary tract infection, fatigue, gastrointestinal conditions, hair loss, dental problems. Hormonal changes, headaches, nausea, seizures, weight gain were added. Lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation and uterus/ migration /migration of essure device location of device: right one is in uterine wall'), device dislocation ('left one is unknown/ coils had migrated.') And seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2014, the patient experienced back pain ("back pain"), migraine ("migraines / headaches") and polycystic ovaries ("ovarian cysts"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("metorhagia (bleeding b/w periods),"), genital haemorrhage ("general abnormal bleeding"), hypersensitivity ("allergy"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea") and seizure (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, device dislocation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, genital haemorrhage, hypersensitivity, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, seizure, weight increased, vaginal haemorrhage, migraine and polycystic ovaries outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, polycystic ovaries, psychological trauma, seizure, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),general abnormal bleeding, allergy, psych injury, perforation: uterus/migration, bladder problems. Urinary problems. Urinary tract infection, fatigue, gastrointestinal conditions, hair loss, dental problems. Hormonal changes, headaches, nausea, seizures, weight gain discrepancy noted for date(s) of insertion: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2013: result total bilateral occlusion. Imaging procedure on (B)(6) 2013: essure confirmation test (unspecified). Result - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received new reporter information and removal date was added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.